Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe was leaking. The customer returned one plastic 10ml lor syringe and lidstock. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the blue piston appears to fit loose on the end of the plunger as compared to a lab inventory syringe. No other defects or anomalies were observed. It should also be noted; the customer wrote a note on the lidstock referencing the piston. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 04, section 7.2-leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Although, no leaks were detected, there appeared to be more plunger resistance when inserting into the barrel as compared to a lab inventory syringe. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. However, during visual examination of the returned syringe, it was revealed that the blue piston on the plunger fitted loosely which seemed to cause the syringe to have more plunger resistance as compared to a lab inventory syringe. The lor syringe is a purchased part. Therefore, based on the observed anomaly, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that there was a leak at the level of the plunger of the syringe and low resistance was observed. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a leak at the level of the plunger of the syringe and low resistance was observed. There was no patient injury.